Manufacturer narrative:
Continuation of d10: product ID neu_epiduralneedle, serial# unknown, product type accessory h3: the epidural needle, model# neu_epiduralneedle serial# unknown, was returned for product analysis. The returned needle was subjected to a series of standard tests that include but is not limited to visual inspection and functional testing. The returned needle passed all testing in the laboratory and no anomalies were identified. The returned lead was used to test the threading of the lead into the introducer (curve needle); the electrode on the lead did catch on to the needle with slight resistance. A post-analysis assessment determined that a partial or missing grinding process from the undercut side of the spoon could not be defined as a non-conformance. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a user report. It was reported that the reason the spinal cord stimulation lead was implanted under dsa (digital subtraction angiography) to treat postherpetic neuralgia. They had been diagnosed with postherpetic neuralgia after being admitted with right thoracic and dorsal postherpetic pain for 4 weeks. During the procedure, it was found that the diameter of the puncture needle sheath did not match that of the lead, resulting in the inability of the lead to pass through the needle into the epidural space. After replacing the puncture needle, the lead was able to enter normally.

Event description:
Information was received from a distributor regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there was an electrode puncture needle problem; the electrode could not pass through properly. The puncture needle had been replaced. The issue was resolved at the time of the report. No symptoms were reported.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ; product ID neu_epiduralneedle (serial: unknown); product type: 0001-accessory g2: the country of the event is cn h6 codes belong to the needle. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that, when asked if the lead and the needle were both discarded or just the needle or just the lead, it has been returned to the after-sales service department of the manufacturer. The information has been confirmed / provided by the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.